Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. It was revealed that based on a failing helix mechanism due to the helix being deformed. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with same model was successfully implanted. No adverse patient effects were reported.